Event description:
New information received noted that the lead was explanted on july 12, 2019. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 86.3 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that the left ventricular lead was no longer capturing. One vector was capturing the right atrium. A chest x-ray was performed on (B)(6) 2019 and confirmed dislodgement. Lead explant was discussed, but not performed. The patient was stable.